Event description:
It was reported that the device did not seal. A concomitant pulsed field ablation (pfa) and left atrial appendage (laa) closure procedure was being performed. Prior to the case, transesophageal echocardiography (tee) was used to evaluate the appendage and noted that it was a small anterior chicken wing. The ablation was completed first, followed by an intracardiac echocardiography (ice) guided watchman procedure. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. The closure device was slightly distal but still acceptable. All release criteria were met so the physician released the closure device from the core wire of the wds. Upon release, the closure device shifted into the laa of the patient. There was a 6mm wide by 6mm deep pocket at the entrance of the laa. No intervention or treatment was performed. The physician will further evaluate at the patient's 45-day follow up procedure. The patient did not experience any complications as a result of this event.